Manufacturer narrative:
The actual device has been returned and evaluated. (B)(4) evaluated the device and the reporter's complaint that the unit will not run was confirmed. The device was tested and the complaint was duplicated. Evidence indicates this is due to usage wear over time. Should additional information become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that a motor device "did not fire up when the user started the bone prep". The reporter could not clarify if the malfunction occurred during pre-surgery check or during surgery. It was unknown to the reporter if there were any delays in a surgical procedure. A spare identical device was available for use. No patient harm, adverse outcome or injury was alleged. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.